Manufacturer narrative:
A supplemental report will be submitted, upon completion, of the investigation.

Event description:
During bipolar surgery, sliding of inner head and bipolar cup was not smooth. The surgeon used spare products.

Manufacturer narrative:
An event regarding size/fit issue involving a centrax bipolar head was reported. The event was not confirmed. Method & results: device evaluation and results: the device was received centrax head was received along with the corresponding locking ring and packaging clip. No damage was observed on any of the components. A functional test using the gauge indicated on the inspection guide sheet of this device deemed the product to be conforming. Clinician review: not performed as medical records were not received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the event could not be confirmed as it was determined that the device was fully functional as per the functional test performed. No further investigation for this event is possible at this time. If additional information is received, this investigation will be reopened and re-evaluated.

Event description:
During bipolar surgery, sliding of inner head and bipolar cup was not smooth. The surgeon used spare products.